Manufacturer narrative:
The used company cartridge was not returned for evaluation. A photo was provided. There was distortion as the photo was taken from a monitor screen. The photo was of a single-piece toric lens (axis marks visible). A large mark was observed near the middle of the lens. Unable to determine if this was a scrape or a crack. No determination for the cause of the observed mark can be made from the photo. A qualified handpiece and viscoelastic were indicated with a non-qualified lens. The company lens is not qualified for use in the company cartridge. The qualified diopter range for the company cartridge is 6.0 to 25.0 diopters. The root cause for the reported lens damage may be related to a failure to follow the IFU. The company lens is not qualified for use in the company cartridge. The qualified diopter range for the company cartridge is 6.0 to 25.0 diopters. Per the instructions for use (IFU): the company delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Event description:
Information was provided by the surgeon and it was further clarified that the injector had issues. The damage in the nozzle may indicate a handpiece issue.

Manufacturer narrative:
A sample device was not returned for analysis, the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during the intraocular lens implantation scratches were noticed on the lens. The scratches were not in the visual axis, hence the lens was not explanted. It was reported that before any intervention decisions are taken the surgeon would like to look at the post operative refractive results. The lens was inspected visually before the surgery and were properly folded for less than three minutes as per the instructions. The surgeon does not think that the scratch on the lens was due to bad positioning in the cartridge. Additional information has been requested.